Event description:
It was reported that during the implant procedure, inserting the atrial lead into the pulse generator header was difficult. After silicon oil was applied, the lead could be inserted and the pulse generator was implanted.